Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he was hospitalized due to low blood glucose, with a reading of 29 mg/dl. The patient stated that he was found unconscious, and when he woke up, the paramedics were treating him. The patient also stated that he had been hospitalized four times in january due to low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The patient later called to report that the hospital staff has misplaced the insulin pump. Advised the patient that a replacement would be sent to him. Nothing further was reported.